Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the black scissor shaft of the vasoview 7xs was broken and the handle did not work properly to open and close the scissors. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.